Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after the customer completed the fill tubing step of the load process, the pump displayed the "change cartridge step". Reportedly, the customer did not press on the change cartridge feature. Blood glucose was 104 mg/dl. The customer successfully reloaded the cartridge to address the event and insulin delivery was resumed.